Event description:
It was reported after an upgrade procedure to the device, the sensing parameter of the atrial lead was altered compared to implant and noise was also observed on the lead. The noise was not reproducible. The lead was capped and replaced on (B)(6) 2017. The patient presented stable after the procedure.